Event description:
This patient had tortuous anatomy and this lead "took on the shape of the anatomy". The physician decided to replace this lead with a new lv lead. This device was retained by the hospital. Should additional information become available, this file will be updated.